Manufacturer narrative:
H2: correction: section d9: device returned to manufacturer on 02/08/2021. The device was used in treatment. One 13.5f guidestar steerable introducer sheath was returned from the customer with the dilator. There was no presence of blood observed on the sheath and the dilator. Upon evaluation of the returned unit, it was observed that the hemostatic valve was found to be normal with helical cuts. There was slight kink on the side port tubing. The sheath was tested using the iso 11070 for liquid leakage test. The device was connected at the distal tip and pressurized to 38kpa and 300kpa, pressure held for 30 seconds and then examined for liquid leakage. The sheath passed iso standard of 38kpa. Sheath failed at 300kpa as leakage was observed at the side port junction at 76.8kpa prior to reaching 300kpa. It was observed that the side port tubing/hub junction was slightly kinked at the side port tubing/hub junction during use or manipulation around the side port could have caused it to leak at that side port junction. The leakage issue was confirmed however, probable cause for the leak could have been a slight kink on the side port tubing that could have occurred during use or manipulation at the side port tubing/hub junction creating a gap to leak. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspection. No manufacturing defects were found. Per procedure destino steerable guiding sheath in-process and final inspection: leak test is perform according to procedure based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. The instructions for use (IFU) informs the user: the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported, air comes into the guidestar sheath´s irrigation tubing when inserting the heliostar ablation catheter. The event occurred during an atrial fibrillation procedure. It was confirmed that no air embolism occurred and the procedure was completed with same guidestar steerable guiding sheath. There were no adverse patient effects reported.